Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling and mini arc were implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 in order to treat stress urinary incontinence, pelvic organ prolapse and intrinsic sphincter deficiency determined by urodynamic studies and mesh was implanted. It was reported that the patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. It was reported that following insertion the patient experienced pain, bleeding, extrusion, infection, urinary problems, recurrence, dyspareunia , vaginal scarring, and other: wears pads. The patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent excision/revision of mesh and implantation of new transobturator tape (ams: miniarc) on (B)(6) 2008 due to stress urinary incontinence and extrusion of mesh. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency and interstitial cystitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.